Event description:
Device 1 of 2. Reference MFR report 1627487-2011-08137. The pt received the scs system on (B)(6) 2011. It was reported by the pt that the stimulation was not as effective as it used to be. The pt also stated that the lead was "poking" her where it was tunneled. The device was still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.